Event description:
The pump was returned for investigation. Investigation revealed a discolored screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the display screen was discolored. A test screen was placed on the pump and the display showed normally. Unrelated to the display issue, the pump's history showed reboots. The battery cap threads were stripped and the battery compartment had a crack. A new battery cap was placed on the pump and the pump was tested for 24 hours with no power issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.